Event description:
Biopsy needle broke, the biopsy was difficult according to the consultant. The handle detached from the needle leaving the needle in the patient. Pliers were used to remove the needle, but the tip snapped off and was left behind.